Event description:
During the index procedure, after the angioguard was removed, the pt experienced neurological deficits noted as behavioral change and reflex change. The pt was originally diagnosed with a transient ischemic attack (tia). The symptoms resolved after approx 45 seconds. When the pt was taken to recovery the symptoms re-occurred but gradually resolved on their own. The symptoms had fully resolved by the time the pt was discharged. During the adjudication process it was noted that the pt was diagnosed with a stroke. Please note that multiple attempts to gather add'l info have been made and have been unsuccessful.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. (See scanned page).